Manufacturer narrative:
One knife was received with a foam blade protector in a tray for the report of dull blade. The sample was visually inspected and was found to be non-conforming with dull cutting edges at the tip of the knife. The sample was then functionally tested for penetration and was found conforming. A photo of the packaged product is attached to the parent complaint and has been reviewed by the investigation site. The lot number and item number seen on the package match the item and lot numbers reported in the complaint. No product can be seen in the photo. A review of the device history record traceable to the reported lot number indicates that the product was processed and released according to the product¿s acceptance criteria. A complaint history examination indicates there are 11 additional complaints associated with the lot for the reported issue. The returned sample was found to be functionally conforming, therefore a dull blade as described in the complaint was not confirmed and a root cause cannot be determined for the complaint as described by the customer. All knives are 100% inspected by trained operators using a minimum of 10x magnification during manufacturing. Any defects, such as damaged tips and cutting edges, are removed from the lot and scrapped. Sharpness testing is performed and monitored during the finishing process to ensure the sharpness of the product. (B)(4).

Event description:
A surgeon reported that the knife was dull. The surgeon exchanged the knife to complete the procedure. There was no patient harm.